Event description:
It was reported that the patient presented for device removal due to stabbing pain on the left breast. The device was replaced with a competitor loop recorder. The patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.